Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise after the patient was hit in the chest by a soccer ball. The lead behavior was due to suspected lead damage. This lead was then surgically abandoned. No additional adverse patient effects were reported.